Event description:
It was reported that when the device was used during an open gastric bypass procedure, it was fired and only one side of the staples formed. It could not be determined what the device was fired across. It was not reported how the case was completed. There was no reported pt consequence.